Event description:
During a standard dental treatment the handpiece got hot and burned the patient on the lip to the size of the back cap. Patient received some over the counter ointment to apply to the lip.

Manufacturer narrative:
The analysis of the handpiece did show that the bearings have been gritty and that the head has been dented. This caused the back cap button to stick in causing inner friction and in consequence the heat up of the head. The dent is out of experience, the result of a hit, e.g. A drop during the reprocessing. It is likely that the condition of the bearings is due to a stronger wear as a result of the heat. The user instruction requests a visual and functional inspection prior to each treatment to ensure that the handpiece runs within specification. This would hence be mandatory. Reported due to the 2 year presumption rule.